Event description:
It was reported that the customer was taken to the emergency room (ER) by paramedics due to blood glucose (bg) levels of 60 mg/dl. Reportedly, customer delivered too large of a bolus, which subsequently decreased their bg level. Customer attempted to self-treat with a glucagon injection however was treated intravenously with fluids of saline and insulin at the ER. Customer was released from the ER with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.